Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the camera head was a source of blurry image on the surgeon console monitor. The surgical procedure was successfully completed with versius surgical system, with another camera head. Upon inspection of the faulty camera head, a residue was observed on the optical surface of the camera lens. At the time of this report, it is unclear whether the residue was found outside the camera head or not and whether it was the source of the blurry image. No harm was reported in relation to this event. At the time of this report, no further information has been provided.